Manufacturer narrative:
Follow-up #1: date of submission 11/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: multiple consecutive unexplained power on reset (por) events were observed on (B)(6) 2016. The battery compartment was observed to be cracked from the threads down to the case seal on the side. There was no damage found to the returned battery cap. During testing, the battery cap secured to the pump and maintained electrical connection. The battery cap was fastened and then unscrewed ½ turn leading to power loss. The reported ¿power¿ complaint was duplicated during investigation. The battery cap was then fastened; the pump was able to run for 24 hours with no further reboots occurring. The pump¿s cover was removed; no intermittent conditions were found to the printed circuit board or to the continued glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap or visible yellow o-ring. There was reportedly no moisture/corrosion observed in the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.